Event description:
It was reported that the zimmer air dermatome handpiece did not sound correct. There was not sufficient power. The same hose on a different handpiece worked fine. The reported issue occurred during surgery but before the device was used. The customer clarified that there was no pt involvement or pt harm associated with the report, and there was an alternate device available in the room to complete the surgery. No relevant clinical delay was reported.

Manufacturer narrative:
(B)(6) 2012, u.s. And (B)(6) customers were sent an urgent pt safety advisory, informing them of the need for proper care and preventive maintenance of their device, informing them of properly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/9/2005 and has no repair history at zimmer surgical. Eval revealed excessive deformation of the power source connector which presented testin of the hose to the repairs department power source. The device operated within motor speed specifications with the test hose; however, a leak at the swivel of the handpiece was detected. Prior to repair, the device was outside calibration specifications at all tested thickness settings. Side to side calibration passed all tested thickness settings. In post-repair, the swivel was observed to be discolored and worn. No info is known regarding the power source or pressure setting utilized by the customer during the reported event. The customer reported event was not reproduced during testing despite the leak at the swivel of the device, and the complaint detail indicated that another device operated normally with the same hose. A cause of the reported event could not be determined; however, lack of preventative maintenance and improper handling over the past eight years most likely allowed for the damage and wear to occur to the device and components over time, which could contribute to undesirable behavior of the device during operation. The device was repaired and returned to the customer.